Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump reset unexpectedly. Reportedly, the customer reloaded the cartridge onto the pump and resumed insulin delivery. Customer¿s blood glucose level was 113 mg/dl.